Event description:
Adverse event(s): "cloudiness in central vision" (vision, impaired). Product problem(s): "membrane on back of lens" (no code available [iol (intraocular lens) implant]). A consumer reported experiencing cloudiness in her central vision following intraocular lens (iol) implant surgery. Her surgeon told her that there is a "membrane stuck to the back of her lens". She reported having had several laser procedures with no improvement. She reported that when looking up or down her vision is clear but when looking straight ahead, objects appear dusty. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).